Event description:
It was reported that the screen on the device was not responsive and required multiple presses to respond. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance or follow-up as they were out of warranty and in the process of obtaining a new device, so no further action was taken by technical support.